Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty panel lock switch. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a malfunction of a faulty panel lock switch was confirmed during product evaluation. The root cause was assigned to the rear case service assembly. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.